Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #4 of 4: reference MFR. Report: 3006705815-00307, 1627487-2017-01620 and 1627487-2017-01618. It was reported the patient underwent surgical intervention to implant a scs system. The physician obtained cultures because an infection was suspected. The patient was prescribed oral antibiotics. Follow up information identified the patient is doing well.